Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the issue was caused by damaged image sensor unit. The cause of the damaged image sensor was attributed to stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited poor color tone turned pink during the case . There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.